Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts; these alerts were not marked as acknowledged by the user. Device data confirmed hypoglycemia occurred early on 2024-05-11, consistent with the complaint description. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended by increasing and decreasing insulin doses appropriately in response to rising and falling cgm glucose values. The hypoglycemia was likely caused by the user's reported alcohol intake without eating any food the evening before that lead to a period of hyperglycemia and correction insulin dosing, putting the user at risk for hypoglycemia as the ilet tried to respond to rising and falling glucose levels. Having the device volume set to medium, and not acknowledging and promptly responding to alerts contributed to the severity of the event.

Event description:
On 5/13/2024 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg) event requiring medical assistance. The event occurred on 5/10/24. The cds stated during a follow-up conversation with the user regarding their recent training, the user reported experiencing improved blood glucose control with the pump. However, the user also mentioned that their friend had to call an ambulance for severe hypoglycemia on friday (5/10/24) night. Upon inquiry, the user admitted to consuming "quite a few" alcoholic drinks without food, potentially contributing to the hypoglycemic episode. Multiple attempts by beta bionics customer care to contact the user for additional event information have been unsuccessful.